Event description:
The hospital stated that there was no tidal or minute volume. According to the hospital the ventilator was not being used for patient treatment at the time. (B)(4).

Manufacturer narrative:
A field service engineer (fse) was on site. The unit was failing pre use checks and generating an "unauthorized gas" error message. The fse exchanged the expiratory channel connector printed circuit board and the ventilator was returned to service. The exchanged part does not explain the reported problems and logs are unavailable therefore further information surrounding the event has been sought. A supplemental medwatch will be provided when the investigation is completed. (B)(4).